Manufacturer narrative:
Continuation of d10: product ID a820, product type software section d information references the main component of the system. Other relevant device(s) are: product ID: a820, serial/lot #: unknown, medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was receiving n/a (n/a n/a at n/a n/a) via an implantable neurostimulator (ins) for unknown indications for use. It was reported that the "past couple of weeks" the patients personal therapy manager (ptm) has not been "working properly." The patient stated that "sometimes it takes up to ten minutes" to connect to ptm and then it would take another five minutes to deliver the bolus. During the call, the patient service walked patient through toggling the airplane mode on and off and restarting the handset. The patient was able to connect to the ptm two times with a momentary pause at 90 percent and saw their lockout time of 1 hour and 30 minutes. The troubleshooting steps that were taken on the call resolved the issue. Patient to call back if issues persist. 2024-08-16 (B)(6) (con): additional information was received from a consumer (con) stated that the device was not working, and they were not getting relief after getting a bolus. The patient stated that sometimes they get error message, but they could not remember the code. The patient have pain medication, muscle relaxer, and antibiotic medication in her pump. The patient mentioned they failed ¿really bad¿ and broke her leg a year ago. The agent asked patient to connect with devices and the patient was able to connect to implant, seeing the lockout for another 45mins. The agent confirmed devices are working and connecting to implant. The agent recommends the patient to consult with their healthcare provider (hcp) regarding not feeling relief after getting a bolus.